Manufacturer narrative:
Concomitant medical products: 620rg29 heart ring, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, low impedance and was not capturing in unipolar configuration. It was suspected that the patient was experiencing a perforation caused by the rv lead. The rv lead remains in use and the patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain and shortness of breath. The rv lead was repositioned and remains in use.